Event description:
Coil migration with retrieval kiltz, michael t, et. Al "short-term outcome for saccular cerebral aneurysm treated with the orbit galaxy detachable coil system" j clin neurosci 2013.08.004 reported two patients undergoing orbit galaxy coil embolization had coil migration causing premature termination of the case. The coil was able to be retrieved without harm.

Manufacturer narrative:
The complaint received states that there was coil migration during treatment of two aneurysms with unknown orbit galaxy coils. Both coils were retrieved. An article was found during a literature search: koltz mt et al in ¿short-term outcome for saccular cerebral aneurysm treated with the orbit galaxy detachable coil system¿; doi: jocn10.1016/2013.08.004. The article reported that two patients undergoing orbit galaxy coil embolization had coil migration causing premature termination of the case. The coils were able to be retrieved without harm. No further information was obtained although multiple attempts were made. The lot numbers of the orbit coils that were reported for the events are not known; therefore device history record reviews cannot be completed. Coil migration into normal vessels adjacent to the lesion is a known complication specific to embolization procedures and can occur at any time during or after the procedure as outlined in the instructions for use. Based on the available information, it appears that clinical factors including vessel/lesion characteristics contributed to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is report # 1 of 5 for (B)(4).